Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, as the surgeon observed two impacts on the iol. The surgeon specified that these impacts were away from the visual axis. The lens remains implanted in the patient eye. During follow-up there were no complaints and visual acuity of 10/10, parinaud 4 without correction, and the patient was satisfied with the surgery. There was no patient impact.